Event description:
According to medwatch report, "in-pt experienced bradycardiac event, pacer/defib was brought in to pace. Unit failed to sense ekgs and would not pace. Pads were changed 3-times and eventually another defib was brought in. This produced better results, but pt arrested and expired. Estimated 30-minute delay in treatment caused by device failure."

Manufacturer narrative:
The initial report was inadvertly missing an attached medwatch report from the user facility.